Event description:
A health professional reported that a mantis redux blocker and an es2 rod migrated post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported. This report represents the es2 rod migration.